Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On (B)(6) 2024, the cgm was displaying "low" and a bg meter reading was 583 mg/dl. The pediatric parent took the patient to the hospital after noticing the inaccurate readings due to ketones and lethargy. At the hospital, the patient was treated with fluids. A bg was checked at the hospital and it was around 400 mg/dl prior to treatment. After treatment, the bg went down to around 200 mg/dl. The patient was discharged from the emergency room after 12 hours. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.